Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn to the lens claim# (B)(4).

Manufacturer narrative:
Patient information unknown. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/1.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was removed and later replaced for a shorter length lens due to excessive vault.